Event description:
I was using a suzanne somers facemaster, and it hit a nerve on my brow that caused great pain. It did not go away, and so I went to the doctor, and he said I had damaged my trigeminal nerve, and now had trigeminal neuralgia. (B)(4).